Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that an insect inside was found in the sterile packaging. The product was not opened and no procedure was involved.

Manufacturer narrative:
(B)(4). Batch # p92a4x. Device analysis: the analysis results found that the 2h12lp device was returned inside its package unopened. Upon visual inspection of the package, the foreign body was confirmed to be a cardboard box piece. Although no conclusion could be reached on how the cardboard box piece was introduced inside the sterile package, it is possible that the cardboard box piece adhered to the device during the packaging process due to static. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.